Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1. The caregiver (cg) stated that the home patient (hp) had to get off the hc while in drain 1 to use the restroom. The hp forgot to close the clamps after disconnecting and the cg advised the baxter technical service representative (tsr) that they received the se 2240 when they got back on the hc. They tried to restart therapy to resume drain 1 and then called baxter for help. The tsr explained the se 2240 to the cg and they cleared the alarm. They had the cg close the clamps and disconnect and had the hp cap off. They then reset the hc and were back to load the cassette so the cg could reset up again with new supplies. The tsr referred the cg to the on call nurse for further medical instructions. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.